Event description:
It was reported that a patient underwent a strabismus surgery procedure on an unknown date and suture was used. The suture was fraying. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional information was received that indicates this event does not meet malfunction reporting criteria. This event therefore is not reportable.